Event description:
It was reported the device was subject to the ble malfunction action issued by abbott on (B)(6) 2023. The device was unable to remain connected to the patient's phone via ble. No intervention has been performed. The patient was stable.